Event description:
It was reported that, during an arthroscopy, the anchor of the multifix ultra broke when it impacted the bone. The broken pieces were removed with tweezers. The procedure was completed without delay, using a back-up device in the originally drilled bone hole, no void was left on the patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).